Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97791, lot# n436688, implanted: (B)(6) 2014, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was a coupling problem reported. The patient used to be able to get 8 bars and currently only getting 2-4 coupling bars. The implantable neurostimulator (ins) seemed to have shifted in the pocket. There was a 0x8 error code. The patient was able to initiate a normal charge sessions on the day of report. The patient was in discharge state. Later it was reported that the patient believed that the battery was not in the pocket. The patient was only able to get 4 coupling bars. The patient decided to have a non-rechargeable battery.